Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. The device was explanted and replaced. The previous cuff was replaced with a smaller size cuff. No patient further patient complications were reported.